Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis with blood glucose of 170 mg/dl. The customer stated that the cannula was kinked, insulin was not being delivered, but the insulin pump never alarmed. The customer was calling from the hospital. The customer replaced the infusion set which helped decrease the blood glucose, but it has been sporadic. The customer woke up in the middle of the nigh with a blood glucose of 300 mg/dl. At the time of the call it was 142 mg/dl. They do not have a back-up plan so they treated with the insulin pump. Troubleshooting was performed and it was noted that the drive support cap was recessed and the device passed all functional tests, including high pressure test. Found low battery and low reservoir alarms in the history of the device. When infusion set was removed from the body, the customer stated that the cannula was bent. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.